Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed rf pic failed selftest. Customer's blood glucose reading was 77 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip.